Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid and breast surgery, a needle broke while suturing a blood vessel in a laparoscopic procedure using continuous suture. The issue was resolved by replacing the broken needle with a new product. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic thyroid and breast surgery, a needle broke while suturing a blood vessel in a laparoscopic procedure using continuous suture. It was noted that a 0.6mm suture needle was suspected to have fallen into the patient's body cavity. The issue was resolved by replacing the broken needle with a new product. There was unanticipated tissue loss and tissue damage as a result of this issue. The surgical time was extended by 30 minutes or more to find the broken needle. The event extended patient hospitalization.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.